Event description:
It was observed during the device inspection, the colonovideoscope nozzle had foreign material, and the c-cover (probe cover) was cracked. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was no physical damage to the section of the device. Based on the results of the investigation in regards to the burnt plastic distal end cover, it was likely that when high-energy endo therapy accessory is used without ensuring a sufficient distance from distal end, the event may occur. However, since there was no information whether high-energy endo therapy accessory was used, we could not determine the cause. The events can be detected and prevented in accordance with the following sections of the instructions for use: "operation manual_ preparation and inspection_ inspection of the endoscopic system_ inspection of the objective lens cleaning function. Reprocessing manual_ reprocessing the endoscope and related reprocessing accessories precleaning the endoscope and accessories manually cleaning the endoscope and accessories operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Operation manual: using endotherapy accessories- high-frequency cauterization treatment warning:never emit high-frequency current before confirming that the distal end of the high-frequency endotherapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endotherapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result." Olympus will continue to monitor the field performance of this device.